Event description:
This css console was not on a pt. Customer reported that during a routine console checkout, the css console primary controller was unable to pass the calibration protocol. This alleged failure mode poses a low risk to a pt, because the issue was observed during a routine console checkout and the css was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions. The css console has been returned for eval. The results of the investigation will be provided in a supplemental MDR.